Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the iabp was taken to the biomed, and when the biomed turned on the iabp the code ¿electrical test failure 119¿ came up. The hospital purchased 5 new iabps, and they retired (permanently out of service) the old iabps. The serial# of the involved iabp is unknown at this point, since it was included in the old retired iabps. The customer also reported that no further information was available. H3 other text : not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an electrical test fail code #119. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. If additional information is provided, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an electrical test fail code #119. There was no patient involvement and no adverse event was reported.